Manufacturer narrative:
It was reported that the doctor had trouble with the trials. The post on the poly did not glide through the femoral implant or the femoral trial. Review of the device history record was able to trace the adverse event to manufacturing.

Event description:
It was reported that the doctor had trouble with the trials. The post on the poly did not glide through the femoral implant or the femoral trial.